Event description:
This case was initially received via (B)(6) ((B)(4)) on 25-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("delayed hypersensitivity reaction to nickel, titanium and tin") and deafness ("sudden surdity") in a (B)(6) female patient who had essure (batch no. 927082) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced deafness (seriousness criterion medically significant), tinnitus ("tinnitus on both ears") and vertigo ("vertigos"). In (B)(6) 2013, the patient experienced rash ("skin eruption on the chest"). In 2014, the patient experienced limb discomfort ("heavy legs"). In (B)(6) 2015, the patient experienced aponeurosis contusion ("chronic bilateral aponeurosis"). In (B)(6) 2017, the patient experienced extrasystoles ("extrasystole") and blood thyroid stimulating hormone decreased ("low thyroid stimulating hormone"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspnoea ("breathlessness"), breast discomfort ("mammary tension") and amnesia ("loss of memory"). The patient was treated with progesterone and surgery (essure removal). Essure was removed on (B)(6) 2017. In (B)(6) 2013, the rash had resolved. At the time of the report, the allergy to metals, deafness, tinnitus, vertigo, dyspnoea, breast discomfort, amnesia, limb discomfort and aponeurosis contusion outcome was unknown and the extrasystoles and blood thyroid stimulating hormone decreased had resolved. The reporter provided no causality assessment for allergy to metals, amnesia, aponeurosis contusion, blood thyroid stimulating hormone decreased, breast discomfort, deafness, dyspnoea, extrasystoles, limb discomfort, rash, tinnitus and vertigo with essure. The reporter commented: the patient experienced heavy legs and vertigos depending on periods. The skin eruption on the chest resolved spontaneously in one month. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2017: quality safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-oct-2017 for the following meddra preferred term: allergy to metals-the analysis in the global safety database revealed 317 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.